Manufacturer narrative:
A visual, dimensional and functional inspection were performed on the returned guide wire and the reported stretched coils were confirmed. The reported difficulty to remove was unable to be confirmed as the guide wire was able to be removed from the dispenser coil without any resistance noted. The shaping ribbon was noted to be separated proximal to the kinked area held together by the stretched coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. Factors that may contribute to difficulty removing the device from the dispenser coil include, but are not limited to mishandling during manufacturing, mishandling during receiving/storage at the account, mishandling during unpackaging or improper flushing of the wire in the dispenser coil/hooped tray. Design and manufacturing controls have been established to mitigate possible causes. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the guide wire from the dispenser coil. Although a conclusive cause for the difficulty to remove could not be identified, the reported stretched coils, kinks and shaping ribbon separation appear to be related to operational circumstances of the procedure, and likely occurred due to manipulation and/or mishandling against resistance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpacking of the balance middleweight (bmw) universal ii guide wire, resistance was felt when removing the guide wire from the dispenser coil and the tip was stretched and deformed. The device was not used. The procedure was successfully completed with a new unspecified guide wire. There was no clinically significant delay in the procedure. The return device analysis identified that the shaping ribbon separated proximal to the noted kinked area held together by the stretched coils. No further information was provided.